Event description:
Info received alleged that the head of bed was drifting down on its own. No injury reported.

Manufacturer narrative:
Tech found the bed in bed shop. Found hi-lo head end of bed was drifting due to stuck trend valve. Replaced the valve to resolve this issue.